Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was intermittently responding to the arrow buttons and the ok buttons, the ok button contact was inverted, and there was adhesive/contamination found on the button contacts. There was no damage observed to the keypad.

Event description:
The pt claimed that the up arrow, down arrow, and the ok buttons are sticking. The pump reportedly has not been exposed to moisture.